Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 290 mg/dl. Customer's health care provider determined the cause for elevated bg's were due to using an insulin vial of "poor insulin quality". Customer delivered a bolus and changed the vial of insulin in use to address elevated bg levels.